Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a yellowish discoloration on the pebax tip. Microscopic inspection identified a broken helix spring and a hole in the pebax. When connected to the carto 3 system, no errors were observed; however, the force values and vector were fluctuating. Dissection of the device tip did not reveal any adhesive issues in the internal assembly. Further investigation of the pebax condition via fourier transformed infrared spectroscopy (ftir) revealed oxidative degradation in the plastic resin. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The force issue reported by the customer was confirmed as broken helix and pebax were detected during analysis, which could be related to the failures detected. The potential cause of the broken pebax could be related to an unintended manipulation of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the degradation in plastic could be related to the usage; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. During the procedure, there was a problem with the force of the catheter. A second device was used to complete the procedure. There was no adverse event reported on patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 16-jul-2024, observed a yellowish discoloration on the pebax tip. Microscopic inspection identified a broken helix spring and a hole in the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the pebax on 16-jul-2024 and have assessed this returned condition as reportable.